Event description:
It was reported that during use of the intima-ii y 24gax0.75in mz prn slm npvc there was an issue with leakage at the needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2019 , due to arthritis and half-month injury, the patient was treated with closed venous indwelling needle for fluid re-hydration, and leakage was found at the needle place. The patient was timely replaced and treated, which did not cause too much impact on the patient.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 6294176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue h3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii y 24gax0.75in mz prn slm npvc there was an issue with leakage at the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, due to arthritis and half-month injury, the patient was treated with closed venous indwelling needle for fluid re-hydration, and leakage was found at the needle place. The patient was timely replaced and treated, which did not cause too much impact on the patient.